Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited "erratic thresholds, out of range impedance values, and likely loss of atrial capture." A ra lead replacement was planned but has not yet occurred. No patient complications have been reported as a result of this event.